Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash and a blister under the left electrode of the lifevest. The patient's doctor recommended using water-based lotion. Follow-up indicated that the patient had been using neosporin and unscented lotion and that after removal of the device, the irritation went away.